Event description:
Complainant reported the device experienced a technical failure 316- failure to delivery therapy, which they detailed as blower failure due to high blower temperature. No patient involvement was reported.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer provided the device log files for review that revealed multiple alarms, along with multiple blower start retry entries. This indicates a defective blower, and it was recommended to the customer that the blower be replaced to resolve the issue. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Correction - d1. UDI # has been added.